Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon saw the rep immediately after the procedure and told the rep that he had a problem with the er320. The surgeon said he placed the clips on the cystic duct and the clips appeared to fall off. He tried to place some on the cystic artery and the vessel bled after it was cut. He used an endoscopic single clip applier and clips to complete the case. There was no consequence to the pt.